Event description:
This lead was explanted and replaced due to loss of capture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, abrasion marks were noted, particularly between 40 cm and 43 cm distal to the is-1 connector pin which may have resulted from interaction with another implantable device such as a nearby lead. The insulation was still intact in this region. Furthermore the distal part of the lead was found partly pulled out of the ring electrode which presumably occurred during the explantation procedure due to mechanical stress. No further deviations were found that may have contributed to the reported dislodgement of the lead. The manufacturing process for this device was re-investigated. All production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.